Manufacturer narrative:
The computer was returned to the manufacturer for analysis and was found to have a motherboard fault. The software investigation found that the software functioned as designed, and confirmed that the issue was caused by a motherboard malfunction. The device was replaced to resolve the issue. A medtronic representative went to the site to replace the computer and test the navigation equipment. The hardware, software, and instruments passed the system checkout after computer replacement.

Event description:
A medtronic representative reported that, while in a cranial procedure, the navigation system became unresponsive on the register screen. Message displayed was: boot ahci cd rom. A hard re-boot of the system was required to restore normal function. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
No parts have been returned to manufacturer for analysis. (B)(4).